Event description:
The manufacturer received information alleging high temperature and low inspiratory alarms occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor assembly was replaced to address the issue. The manufacturer found evidence of water ingress to the device. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."